Event description:
It was reported that the insulin gauge was inaccurate. Blood glucose was not impacted. The customer declined to perform further troubleshooting at the time of the event. During follow-up, the customer reported the issue was resolved.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.